Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 6070 on a vitros 5600 integrated system. The result was considered discordant when compared to both a repeat of the sample and a second sample from the same patient. A definitive assignable cause of the event could not be determined. Based on historical qc fluid results, a vitros tropi es lot 6070 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 6070 at, or below the url concentration of 0.034 ng/ml could not be determined and a reagent issue could not be entirely ruled out as contributing to the event. Within-run precision testing indicates that the vitros 5600 integrated system was performing as expected around the time of the event. Therefore, an instrument issue can be ruled out as a contributor to the event. It was not possible to determine if the customer was following the sample collection device manufacture's recommendation for sample centrifugation based on the information provided, consequently, improper pre-analytical sample handling could have contributed to this event, although this cannot be confirmed. Continual tracking and trending of complaint data has not identified any signals that would point to a potential systemic quality issue with vitros tropi es reagent lot 6070.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin es result was obtained from a single patient sample using vitros troponin I es (tropi es) reagent lot 6070 on a vitros 5600 integrated system. The result was considered discordant when compared to both a repeat of the sample and a second sample from the same patient. Patient 1 vitros tropi es result of 0.250 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible higher than expected vitros tropi es result of 0.250 ng/ml was reported from the laboratory. However, no treatment was initiated, altered, or stopped based on the reported result and a corrected report of <0.012 ng/ml was later issued for the patient. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).